Manufacturer narrative:
Upon investigation, the technician found the brake caster on the device was worn due to age and wear and tear associated with regular use. The brake casters on the device were installed in 2007 with no record of any replacement or malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed still moves when the brake is applied. The bed is located in the hill-rom service center warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).